Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient's mother states patient began to pass out and fell. Patient's mother gave glucagon to patient. At the time of contact with dexcom technical support patient was feeling fine.